Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced an unexpected restart alarm. Their blood glucose is unknown. During troubleshooting, the customer was advised that the time and basal settings are retained. They stated that the alarm recurred during normal pump use. The customer was advised that the pump needed to be replaced and that they may continue to wear it until replacement arrives. The insulin pump will not be returning for analysis.